Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The fractured inserter was manufactured 10 years prior to the reported event. The inserter was being used to remove an implant that had been implanted for 1 year at the time of fracture; however the main function of this device is cage insertion not removal. A device that has been implanted for a year is likely to have achieved some level of fusion to the surrounding bone and would require significant force to remove. Conclusion: it is likely that this device fractured from normal wear due to the age of the device combined with a higher than normal load experienced by the device during implant removal.

Event description:
It was reported that during removal surgery, the surgeon tried to remove the vboss cage. However the surgeon was not able to remove vboss cage. Therefore the surgeon used the standard cage inserter. When the surgeon used the standard cage inserter and tried to have removed vboss cage, the tip of the standard cage inserter broke. The surgeon removed vboss cage using the instrument of hospital and finished the surgery.

Event description:
It was reported that during removal surgery, the surgeon tried to remove the vboss cage. However the surgeon was not able to remove vboss cage. Therefore the surgeon used the standard cage inserter. When the surgeon used the standard cage inserter and tried to have removed vboss cage, the tip of the standard cage inserter broke. The surgeon removed vboss cage using the instrument of hospital and finished the surgery.